Manufacturer narrative:
Investigation summary: it was reported that unable to withdraw content from vial. To aid in the investigation, one sample was provided to our quality team for investigation. The reported issue was confirmed upon inspection of the sample. The sample was forwarded to the needle supplier for further evaluation and investigation. Further investigation was performed at needle manufacturing site. A visual inspection was performed and no defects or imperfections were observed. Sample was then connected to a syringe with a saline solution, flow of the solution was slow; needle is partially clogged. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. During the manufacturing process a vision system is inspecting 100% all the products for clogged needles. It could be possible that while passing the needle through the stopper vial the needle got clogged with the stopper material. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safetyglide¿ needle was blocked during use. The following information was provided by the initial reporter: "unable to withdraw content from vial. Defective needle."